Event description:
It was reported that a request was made for technical services (ts) to review capture on this left ventricular (lv) lead. Upon case review, ts confirmed loss of capture (loc) on this lead. It was found that the programmed pacing output was lower than the most recent capture threshold measurement available for this device. No adverse patient effects were reported. This lv lead remains in service.